Event description:
The device was returned to the service center with a report from the customer contact that the tubing set broke off at the clave. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. However, during verification testing at the service center, it was found that the male adapter of the option-lok was completely broken off. There were white drag marks indicating the use of force. A formal investigation has been completed. According to the investigation findings, the reported issue is related to the design. The spin collar option-lok "t" dimension was changed, and this change was made to overcome interference with the clave and microbore clave thread stops. The slightly reduced thread length may be a contributing factor in customer complaints.